Manufacturer narrative:
D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: additional information h7, h9. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device gave a "syringe plunger not in place" alarm. No adverse effects reported.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645. H10 ? Device evaluation results: one medfusion pump was returned for investigation in used condition. The pump did not have any external damage. There was syringe plunger not in place alarm recorded in the event history log. The pump was set up for a flow test. The customer reported product problem (syringe plunger not in place error) was reproduced. The pump did not recognize the flippers. This problem occurred because the q1 chip on the plunger board had broken off. The plunger pcb was glued down but had broken loose from the left plunger case. The investigator attributed this to a design problem. This was established as the root cause. The plunger and pcb were replaced. The pump passed all the functional tests following this repair.

Event description:
Additional information was received on 11-november-2020 indicating that there was no patient involvement with respect to the reported incident.